Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 40 mmol/l. The customer was admitted till (B)(6) 2020. The customer were treated with intravenous drip and injections. The customer stated that the insulin pump was not working. The customer saw a water in the battery compartment and crack at the back of the battery compartment. The customer stated that they were using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).